Event description:
During the six-month coronary angiogram, it was also noted that in the mid left anterior descending coronary artery, just proximal to the previously implanted cypher stent, there was a lesion with 90% stenosis. The stent in the left anterior descending artery also had an in-stent lesion with 60% to 70% stenosis. It was also within this location that a possible fracture was noted.

Manufacturer narrative:
Add'l info will be submitted within thirty days upon receipt.